Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the atrial lead was not able to be inserted into the desired location in the heart. The lead was replaced to resolve the event. There is no alleged malfunction against the abbott lead. No adverse consequences were reported for the patient.